Manufacturer narrative:
A field service engineer (fse) went on-site and found no foam in and under the instrument. Fse performed cleaning and checked all of the lines, valves and fittings for the no foam circuit. All were intact and not broken or leaking. The source of the leak could not be found.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a fluid leak under the right side of the unicel dxc 600 pro synchron chemistry analyzer. The customer also stated that the hydro tray was flooded with the fluid which was described as oil slick and clear. No injury was reported.